Event description:
Event: type I endoleak. Case detail: it was reported that a type I endoleak at the superior attachment site was treated with balloon and stent placement. It was noted on the final angiogram that a small leak remained. The leak will be monitored by the physician.